Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately calcified and moderately tortuous artery below the left knee. The 2.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced for dilatation. The balloon was initially inflated at 10 atmospheres, however, on the second inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of same device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).